Event description:
Patient received a pleurx catheter (B)(4) on (B)(6) 2012 - catheter was fine and functioning properly. Patient returned to (B)(6) hospital on (B)(6) 2012, with a pinhole leak in the exterior tubing portion of the catheter. Customer called for a solution. Customer was instructed that the catheter would have to be replaced. Customer stated that the patient was not stable enough to replace the catheter, so the tubing was patched (no information could be provided on how the hole/tubing was patched.) Patient developed a rash due to the fluid leaking on her skin. No medication was prescribed for the rash. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number could not be provided; therefore a device history record (DHR) review could not be completed. Should additional information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Therefore the reported condition could not be confirmed and a root cause could not be determined. A follow up medwatch will be submitted upon completion of carefusion's investigation.